Event description:
Patient called to report right side itching. Later, patient reported "I had my recalled implants removed per medical recommendation when this recall was made" and "capsular contracture was noted in both breasts", baker grade not specified. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.